Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for a lead repositioning due to dislodgment. Pocket infection was observed. The device was explanted and replaced. The patient was stable post-procedure.